Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was transferred from a long-term care (ltc) facility to the hospital due to an unspecified indication, reported as ¿condition worsened while in the facility¿. It was reported during hospitalization the patient developed peritonitis. Treatment for the peritonitis was not reported. Six days after hospitalization, pd therapy was discontinued. Three days later, the patient was transferred back to the ltc facility and the following morning, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. No additional information is available.